Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's reported problem was not able to be duplicated. Service will replace the printed wire assembly (pwa) as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical pump had lost it's programming. There were no reported adverse events.